Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint ¿ litigation alleged the patient was injured by excessive levels of chromium and cobalt in her blood as a result of the implanted asr hip. Update (B)(4) 2013 - ppd received. Part/lot information for the right hip. There is no new information that would change the outcome of the investigation. Update (B)(4) 2014 - der received. Hospital/surgeon information. Confirmed pain as well as metallosis. Confirmation of further product. Update rec¿d (B)(4) 2014 - medical records received. Patient revised to address effusion. Upon revision, osteolysis, gray staining, brownish clear synovial fluid, brownish stained tissue, corrosion on the trunnion. During removal of the stem, a 5 mm fracture occurred in the trochanter. The sleeve is now being reported and stem and srom sleeve are being added to the complaint. Update made to the srom stem after complaint was triaged.